Event description:
This complaint was created from a clinical study. On (B)(6) 2021 a patient underwent an extreme lateral interbody fusion at l4/5. On (B)(6) 2022 it was reported that there was persistent moderate to severe right foraminal stenosis at l4-l5 with a milder degree on the left. Patient refused further treatment at the time.

Manufacturer narrative:
This complaint was created from a clinical study so no product returned as no malfunction was alleged. No images were provided to confirm the complaint. Due to lack of information a root cause could not be determined though patient related factors related to continuation of pathology relating to bone and/or muscle growth as possible cause or contributor. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves..." "... Pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..."